Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve was leaking. It was reported that during the operation, the hemostatic valve leaked as fluid (saline solution) escaped from an unintended location of the vizigo¿. The valve was just leaking, it was not broken. It did not break into two or more separate pieces nor detach from the sheath. The sheath was not being used on the patient. A new vizigo¿ was used to complete the operation. There was no adverse event reported on the patient.

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device number 00001840 and no internal action related to the complaint was found during the review. Based on the mre, the h 4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 29-jun-2022. The device evaluation was completed on 22-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve was leaking. It was reported that during the operation, the hemostatic valve leaked as fluid (saline solution) escaped from an unintended location of the vizigo¿. The valve was just leaking, it was not broken. It did not break into two or more separate pieces nor detach from the sheath. The sheath was not being used on the patient. A new vizigo¿ was used to complete the operation. There was no adverse event reported on the patient. Device evaluation details: the carto vizigo¿ sheath was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device 00001840 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).